Event description:
A motor stall and motor stall recovery was reported. The motor stall was caused by the patient having an MRI or other medical procedure. The patient was refilled the day of the report and upon interrogation got the error message of motor stall/stopped pump period may exceed tube set. After the update the message went away. The patient had MRI on (B)(6) 2013 and the pump likely never got interrogated following MRI until today. It was also noted volumes at refill were accurate. No patient symptoms were reported. The pump was used to deliver droperidol and morphine.

Manufacturer narrative:
Product ID 8709sc, lot# n179043009, implanted: 2008 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).